Event description:
A malfunction occurred on the customer's pump, and they reported a malfunction alarm with code malf 16. The customer's blood glucose level remained within a safe range and did not exceed 500 mg/dl. Tandem technical support assisted the customer by providing pump reset instructions, but the malfunction code recurred. Consequently, a replacement pump with updated software was sent to the customer, who will use multiple daily injections as a backup therapy. The customer received instructions on how to handle the pump return and prepare the new device, acknowledging all guidance provided.